Event description:
A customer reported experiencing large variations in the biometry measurements as well as the screen displayed "unconfigured" graphics. There was no pt harm reported. A company representative contacted the customer and found that the system is working perfectly at the moment, but displayed oscillations on the screen in a sporadic matter. The customer did not request service at the time, and therefore, the affiliate advised the customer to try plugging the system directly to the socket in case the reported occurred again. The affiliate suspects the uninterruptible power supply (ups) to be causing interference with the system. The affiliate also requested printouts of the scans from the customer, but the customer informed them that only good scans were printed.

Manufacturer narrative:
There was no sample returned for eval. For this reason, steps could not be taken to replicate or confirm the replaced event and the root cause is, therefore, unk at this time. A review of complaints for the last 24 months did not indicate any additional related reports for this system. Per the system's manual, it is cautioned that the "use of accessories and cables other than those provided may result in increased emissions or decreased immunity of the system". (B)(4).